Event description:
After 2+ months of implantation, this ICD was explanted because of inappropriate therapy as a result of ventricular oversensing. In addition, both of the attached leads were removed (not ela leads). Note: it was noticed that during troubleshooting, oversensing was observed every time the pt raised his arms above his head.

Event description:
After 2+ months of implantation, this ICD was explanted because of inappropriate therapy as a result of ventricular oversensing. In addition, both of the attached leads were removed (not ela leads). Note: it was noticed that during troubleshooting, oversensing was observed every time the patient raised the arms above the head.